Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A materials manager reported a pt experienced a minor corneal burn and received three sutures during a procedure. Add'l info has been requested.